Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. The pump was in good condition with no appearance of any physical damaged. Error history log review found an offset voltage background test error. The root cause of the reported issue was found to be the main board did not operate as intended. Actions were taken to mitigate the reported issue: replaced the main board. Performed power up process and all functional testing which passed.

Event description:
It was reported that the pump had an offset voltage background test. No patient injury was reported.